Event description:
A malfunction was reported on the pump. Blood glucose level did not exceed 500 mg/dl and remained within normal range. Technical support provided instructions to reset the pump, assisted the customer with the reset process, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to reach out if issues reoccurred, which the customer acknowledged and understood.